Event description:
Wholesaler informed us that the batches of the following product produced after may 2023 have not been marked with a unique device identifier (UDI) and are therefore not marketable in our understanding: bd micro-fine ultra pen needles, 0.25 mm (31g) x 8 mm (100) ref: 325108.

Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Correction made to h6 (component code, investigation type, investigation conclusion). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.